Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was delivered into the incision tunnel with the trailing haptic outside of the eye. The lens was removed from the eye without harm to the patient, but a haptic was torn. Another lens was implanted.

Manufacturer narrative:
The product was not returned. A provided photo only shows the iol. The iol is in a clear tray. One haptic is bent and one appears to be broken. No other determination can be made. A qualified viscoelastic was indicated. The root cause for the reported "lens delivered in the wound" could not be determined. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. (B)(4).